Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but could not reproduce the reported issue. The bag to vent switch was replaced.information is not available.unique identifier: (B)(4).

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation during a case. The patient was manually ventilated to compelte the case. There was no report of patient injury.